Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. There was no product returned. Optical signal issue. The clinical states that "around the same time as the tubing snapping, device lost aorta and left ventricle placement signals. Motor current pulsatile and flow consistent. Customer service center called and relayed that purge system and optical sensor are unrelated. After some time, chronic care management pushed catheter plug to ensure it was fully engaged with automated impella controller (aic). Placement signal returned immediately. The data logs show that there were placement signal not reliable (psnr) alarms where contrast decreases, gain increases, lamp increases, signal-to-noise ratio (snr) decreases, and light was stable. This shortly resolves. Based on the data logs and clinical details provided, the root cause of the optical signal issue is most likely due to a small air gap between the aic and pump plug. Purge leak - cassette. The clinical states that "purge tubing snapped near yellow leur during transport from or to unit immediately post-implant. Rn quickly replaced cassette and tubing to resolve purge system open alarm." The data logs show that around that time there were purge system open alarms with purge flow increasing. Based on the clinical description, the root cause of the purge leak - cassette was most likely due to use as the purge tubing snapped during transport. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a patient with an impella 5.5 was reported to have lost aortic and left ventricle placement signals. Motor current pulsatile and flow were consistent. The catheter plug was pushed to ensure it was fully engaged with aic and the placement signal returned. It was further reported that care was withdrawn and the patient expired.